Event description:
It was reported that the device analyze button was stuck and disabled other buttons functionality. The device energy select and charge buttons were inoperative and disabled it from delivering defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed keypad assembly and determined the cause of the failure to be external damage to the analyze button.